Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 179 mg/dl. Customer stated that the button error won't allow him to do anything. Customer took the battery out and when he put it back in, he had a number six on the pump. Customer stated that the alarm then went off. Customer stated that he had the pump in his pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.